Event description:
Healthcare professional reported after injection by another physician with juvederm ultra plus xc in the nasolabial folds, pt developed "bruising, scabbing, vascular occlusion from injectable, and skin modeling with an area of superficial necrosis" one day later. Reporting physician prescribed the pt warm compresses, aspirin, vitrase, and nitro paste. Twelve days after onset, all symptoms resolved except for "mild residual hyperemia".

Manufacturer narrative:
(B)(4). Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling: warnings: the product must not be injected into blood vessels. Introduction of juvederm ultra plus xc into the vasculature may occlude the vessels and could cause infarction or embolization. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache. Necrosis has mostly been reported after treatment in the forehead or glabellar region and associated with a vascular event, skin discoloration, blister, pain, scar, or infection. Time to onset ranged from 1 to 3 days post juvederm ultra plus injection, and outcome ranged from resolved with little to no residual effects to scarring at the treatment site. Interventions prescribed by the physicians included topical steroidal cream, antibacterial ointment or cream, nitropaste, oral steroids, aspirin, and oral or injectable antibiotics. Additional treatments noted were injectable hyaluronidase, laser resurfacing, tissue debridement, and surgical scar revision.